Event description:
This report is being raised retrospectively due to a post-operation breakage of a colink 2 implant, stemming from report 3011580264-2025-00009. The surgeon opted for revision surgery with the former occurrence, and thus it is believed to be the same recommendation for this instance. There is limited information regarding this event as the surgeon believed it was an anomaly and did not report upon initial occurrence.